Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device analysis: "visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure unable to confirm as it is a medical event not related to the device." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional right "textured to smooth implant exchange." Upon explant surgery, healthcare professional found the implant to be "grossly ruptured." Device was explanted and replaced.